Event description:
Health care professional reported left -side capsular contraction baker grade IV implant exchange. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on march 28, 2022. With lot number: 3488313. Visual analysis of the returned device identified: underweight, opening, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Health care professional reported left -side capsular contraction baker grade IV implant exchange. The device has been explanted and replaced.

Event description:
Health care professional reported left -side capsular contraction baker grade IV implant exchange. The device has been explanted and replaced.